Event description:
Implant card received noting that the patient underwent a full revision due to high impedance. The suspect device has not been received by product analysis to date. No other relevant information has been received to date.